Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a boil under the lifevest equipment. The patient described the area as boil. There was no alleged device malfunction contributing to the boil. The patient¿s physician has since had patient end use of the lifevest. Follow up indicated that the skin irritation improved.